Event description:
It was reported that during a case, the instrument was being utilized to remove an implanted screw. The physician was unable to get the removal tool to function correctly with the screw. Approximately 30 minutes were added to the case, and there was no adverse event reported.

Manufacturer narrative:
A historical review was conducted, and it was determined that there have been no other reports filed for this part number. A review was conducted of the production records, and no inconsistencies were found. 2020-117 was confirmed to be damaged resulting in the instrument not being able thread into the screw head during removal. Inspection shows that the threads were bent and damaged rendering the instrument unusable for its intended purpose. The impacted threads are small, so the damage could have resulted from misuse or normal wear and tear. The specific root cause was unable to be determined.